Event description:
During surgery, as the surgeon impacted the new duraloc insert, it broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.